Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received no delivery alarm on their insulin pump. It was reported that the customer's blood glucose was 401.4mg/dl. It was reported that the customer was not able to conduct troubleshoot, but would like to return the set for analysis. It was reported that the set would be returned and replaced.